Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while removing the trocar at the end of the robotic laparoscopic prostatectomy, a piece of plastic from unknown location on trocar broke off and fell into patient cavity but was retrieved with grasper. There was no patient injury.